Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed the irrigation luer was torn at the proximal side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the luer, handle, shaft, and distal end. Electrical tests were performed and the continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode, thermocouple, and magnetic sensor resistances measured in specification and were typical. Functional tests were performed and the steering knob and tension control knobs functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on 15sep2021 it was reported that during a atrial fibrillation (afib) procedure using an intellanav mifi oi catheter, there was a 'temperature outside of range' error message. During troubleshooting, it was noted there was fluid leaking from the catheter handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. Analysis of the returned device revealed that the luer and irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting.